Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device broke. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received during spay procedures, the suture broke. The suture would fall off at the point where it connects to the needle. Nothing fall into the cavity of the patient. No patient injury. Patient is fine.